Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all ordered medications appeared greyed out, a technical support specialist tried to reach customer, but no responses were received from customer. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ es server, it would not allow the nurse to pull medications under a patient. All ordered medications were greyed out even though they were loaded and due. An attempt was made to create another user account in the pyxis es server, but the same error continued to occur. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date and manufacturer narrative. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ es server, it would not allow the nurse to pull medications under a patient. All ordered medications were greyed out even though they were loaded and due. An attempt was made to create another user account in the pyxis es server, but the same error continued to occur. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.